Event description:
During a follow-up, noise was observed on the right atrial (ra) lead. Insulation damage was suspected but was not confirmed. Provocative testing was performed and the lead noise was not able to be reproduced. No further intervention was performed and the patient was stable and will continue to be monitored.